Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead would not advance through the sheath any further than the right atrium. A new access to the subclavian was obtained, a new sheath of the same size was used, and the lead became stuck and at the same point. The lead was removed and a new lead was successfully implanted using a larger sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.